Manufacturer narrative:
Concomitant medical products: 5076, lead, implanted: (B)(6) 2009. Dtba2d1, crt-d, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrogram showed occasional oversensed beats on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.